Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified cephalic vein. A 7.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at inflation process, it was noted that the balloon ruptured at 4atm. The device was removed over the wire without resistance. The procedure was completed with another of same device. No patient complications were reported.